Event description:
Cutaneous metaplastic synovial cyst [synovial cyst]. Case description: literature-spontaneous report was received on (B)(6) 2012, from an author regarding a (B)(6) female pt, initials unk, with cutaneous contour deformity. This report is from a literature article entitled "a hypothetical correlation between hyaluronic acid gel and development of cutaneous metaplastic synovial cyst". The pt's medical history was not provided. On an unspecified date, the pt initiated prevelle silk injection, dose regimen not provided. On an unspecified date, the pt experienced cutaneous metaplastic synovial cyst. The pt required intervention. An external incision was made to remove the neoplasm. After opening the cyst, the physician observed a thick gelatinous fluid similar to hyaluronic acid, and histological examination of the capsule revealed the cyst to be a cutaneous metaplastic synovial cyst. The action taken with prevelle silk treatment was not provided. The outcome for the event of cutaneous metaplastic synovial cyst was unk. Concomitant medications were not provided. The intensity for the event of cutaneous metaplastic synovial cyst was assessed as unk. The reporter assessed the relationship between prevelle silk and the event of cutaneous metaplastic synovial cyst as possible.

Manufacturer narrative:
Additional info was received on (B)(4) 2012, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Journal: head and face medicine. Author: francesco inchingolo, marco tatullo, fabio m abenavoli, massimo marrelli, alessio d inchingolo, andrea servili, angelo m inchingolo and gianna dipalma. Title: a hypothetical correlation between hyaluronic acid gel and development of cutaneous metaplastic synovial cyst. Volume: 6. Year: 2010. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.